Event description:
It was reported the lower display is out. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification. The upper and lower case and battery drawer were broken. The battery release was contaminated and the battery contacts were compressed and contaminated. The ring, side bail covers and side bails were all missing. The lead flex cover was corroded, the keyboard scratched and the main printed circuit board was corroded/contaminated. The battery flex was also corroded.

Event description:
It was reported the lower display is out and is missing segments. There was no patient involvement.